Event description:
The pt reported charging and communication issues between the implant and the external equipment. An advanced bionics representative met with the pt for device evaluation. The problem was confirmed. Explant surgery has been scheduled.